Event description:
It has been reported to co that the occlusion balloon would not inflate at the time of the second use of the device during the procedure. The physician inserted the occlusion balloon into saphenous vein graft to the right coronary artery and inflated to occlude the vessel. The physician performed the intervention which was successful and aspiration of debris was done. The physician deflated the occlusion balloon and then re-inflated the occlusion balloon for the stent deployment. The occlusion balloon did not inflate. The physician placed the stent and the case was successful and maintained the flow. The physician removed the device and tested the device and found some leakage at the balloon.